Event description:
It was reported that the device's jaws would not open prior to the start of the case. The customer used another like device to start the case. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.